Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic knee repair, the surgeon experienced a few fixation device deployment issues that added 45 minutes onto the case time. Several sheaths collapsed or became damaged in the femoral bone tunnel while the surgeon was attempting to insert the fixation screw, also, the graft was loose. The surgeon removed all, and then applied a larger milagro screw for a successful fixation without further issue or harm to the pt. It is because of the added surgery time of 45 minutes is a report being filed to document the event. Also see associated mdrs 1221934-2011-00171 and 1221934-2011-00172.